Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was reprogrammed successfully.